Event description:
It was reported that the lead exhibited bad measurements. During procedure to reposition the lead, suture sleeve anomaly was noted. The lead was explanted and replaced. There were no complications during the operation. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.